Event description:
It is reported that the pt has had discomfort in her left knee since she received the implant. She complained to her surgeon during her six-week checkup and was told it would go away in time. The problem has never subsided. The pt has a burning sensation like pins and needles around the knee cap. She says sometimes it feels like a blow torch is in her knee. She regularly experiences loud popping cracking in her knee when she straightens leg or stands up from a seated position. She experiences pain in her knee during inclement weather. The pt has bilateral knee implants. She has the same experience in both knees; however the problems with the right knee are more intense than the left. The pt states that both implants are stryker but does not know if they are part of the recall. The pt will fax her implant sheets to the regulatory department to determine the recall status of her implants.

Manufacturer narrative:
Additional info has been requested and if received, will be provided in a supplemental report.